Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Report will be updated when investigation is complete. This is the same event as 3010536692-2015-01489, 01490, -01492, -01493, -01494, -01495, -01496.

Event description:
Allegedly, patient revised due to pseudotumor, osteolysis and metallosis. Right.